Event description:
(B)(4). I've suffered side effects for several years since implanting this device. I do not have a nickel allergy! I've ultimately had a hysterectomy because of this device. I've suffered hair loss, weight problems, vision problems, severe headaches, body aches, severe abdominal pain, heavy periods, grape side daily clotting during periods. I didn't even know what a clot looked like prior to this. Never did I have those problems until after essure. Symptoms just got worse over time. I went to eye doctors, regular doctors, my gyn.... Everything. I had to take provera to restart my system which was unsuccessful. Doctor's appointments and vitamins trying to combat this product from stealing my very life. After removal I was told I'd also suffered from adenomyosis which I'd never had before. I'd had several infections and endometritis. This product needs to be recalled!